Event description:
Boston scientific provided the following information: loss of capture was reported on this rv lead so it was explanted and replaced. The patient had a seizure and unipolar pacing inhibition was suspected. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.